Manufacturer narrative:
(B)(4). The device history record review investigation for the product visistat 35w 6/box, lot #73h1400373 did not show issues related to the complaint. The device has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler did not close the staples properly as a consequence the staples remained open. The patient's condition was reported as fine.